Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported on medwatch (B)(4): the patient was transferred from a outside user facility. The rn had trouble flushing the IV line. Attempt to flush line in the right upper arm caused a lot of pain for the patient. The line could not be flushed. There was a hard plastic-like bulge felt where the catheter should be. The line was pulled and found to be very kinked. The tip seemed to be torn off. The provider was notified. A concern for the retained tip was noted and disclosure to the patient was done. Multiple diagnostic exams were performed to locate the tip of IV line. There was no verification by an exam that there was a retained foreign object.

Manufacturer narrative:
Exemption number e2016018. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.